Event description:
Patient wants to increase sites to 4 sites due to leakage of medication at one site towards the end of the infusion therapy. Patient felt the pump was not working because the infusions were taking longer than anticipated. A new pump and pump return box was sent on 02/18/2019. Other than leakage and infusion time increase, patient did not experience any missed doses/adverse events. No further information was provided. Product's lot number, expiration dates and serial are unknown. Did the patient have a backup device they were able to switch to? Also can you please provide lot, serial # and expiration date for all products with product complaints (pump and/or hizentra)? No pump returned yet as the return box and new pump were just shipped on 02/18/2019. Unknown. Patient still has defective product on hand. No further information was provided. Reported to (B)(6) by: patient/caregiver.